Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 10.3mmol/l. Customer stated that the pump has stopped working completely and unable to turn it on. Customer was already on backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump received with critical pump error open book image alarm and device error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. .